Event description:
The subject device (as well as the associated lead) was implanted on (B)(6) 2015. Threshold values were normal on the implantation date and on the follow-up of (B)(6) 2015. During the follow-up on (B)(6) 2015, it was noticed an increase of pacing threshold and noises episodes classified as ventricular fibrillation (vf) because of ventricular oversensing. On (B)(6) 2016, the impedance values and detection of the lead were normal, but the pacing threshold increased to 3.5 v/1ms, the patient was sensed all the time. The subject device was explanted on that day because the elective replacement indicator (eri) was reached on (B)(6) 2016. Since the connection of the lead was found normal but threshold values were still high and unstable, the associated lead was capped and a new system was implanted. In addition, x-rays did not show any sign of breakage. There were 122 episodes (vf) recorded among which one was treated. An investigation of the subject device is required.

Event description:
The subject device (as well as the associated lead) was implanted on (B)(6) 2015. Threshold values were normal on the implantation date and on the follow-up of (B)(6) 2015. During the follow-up on (B)(6) 2015, it was noticed an increase of pacing threshold and noises episodes classified as ventricular fibrillation (vf) because of ventricular oversensing. On (B)(6) 2016, the impedance values and detection of the lead were normal, but the pacing threshold increased to 3.5 v/1ms, the patient was sensed all the time. The subject device was explanted on that day because the elective replacement indicator (eri) was reached on (B)(6) 2016. Since the connection of the lead was found normal but threshold values were still high and unstable, the associated lead was capped and a new system was implanted. In addition, x-rays did not show any sign of breakage. There were 122 episodes (vf) recorded among which one was treated. An investigation of the subject device is required.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics are within specifications. Battery depletion was most certainly caused by the excessive charging resulting from oversensing.

Event description:
The subject device (as well as the associated lead) was implanted on (B)(6) 2015. Threshold values were normal on the implantation date and on the follow-up of (B)(6) 2015. During the follow-up on (B)(6) 2015, it was noticed an increase of pacing threshold and noises episodes classified as ventricular fibrillation (vf) because of ventricular oversensing. On (B)(6) 2016, the impedance values and detection of the lead were normal, but the pacing threshold increased to 3.5 v/1ms, the patient was sensed all the time. The subject device was explanted on that day because the elective replacement indicator (eri) was reached on (B)(6) 2016. Since the connection of the lead was found normal but threshold values were still high and unstable, the associated lead was capped and a new system was implanted. In addition, x-rays did not show any sign of breakage. There were 122 episodes (vf) recorded among which one was treated. An investigation of the subject device is required.